Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a revision because the health care professional realized patient was "only getting one program". No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry: when asked to clarify the report that the patient had a device replacement due to "only getting one program" the hcp stated the reason for device replacement was a programming issue. No other programs worked, a head migration was found and the patient's symptoms were getting worse. No further complications were reported or anticipated.